Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis device. After all devices were deployed, angiography revealed that the trunk-ipsilateral leg had migrated proximally from its initial position. The migration timing and length were unknown. The left renal artery was 80%-90% occluded by the trunk-ipsilateral leg. Additionally, delayed blood flow was confirmed. An attempt was made to pull down the trunk-ipsilateral leg using a pta balloon, but it was unsuccessful. A bare metal stent was deployed in the left renal artery. Subsequently, blood flow was confirmed to have recovered. The physician believed that the cause of the migration was that the trunk-ipsilateral leg had been deployed close to the left renal artery initially, and that a long contralateral leg had been selected and pushed it upward during the procedure. The patient tolerated the procedure.